Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 modular cable was returned for evaluation following the reported event of driveline power fault alarms; however, it was determined that the modular cable was unrelated to the cause of the reported event. The returned modular cable (lot number: 9213780) was functionally tested and operated as intended during testing. The reported event was determined to be related to the returned system controller and not correlated to an issue with the returned modular cable. The device history records were reviewed and the records revealed that the heartmate 3 modular cable, lot number 9213780, was manufactured in accordance with manufacturing and qa specifications. The modular cable was shipped to the customer on 14dec2023. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ subsection entitled "what not to do: driveline and cables", explicitly cautions the user not to twist, kink, or sharply bend the driveline. Heartmate 3 patient handbook section 4 ¿ ¿living with the heartmate 3¿ explains how to properly care for the driveline and states, ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid¿. Heartmate 3 patient handbook section 10 ¿ ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the driveline cable for signs of damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during implant, the controller had a driveline power fault alarm. The system controller and modular cable were exchanged. This resolved the issue. Related manufacturer reference number: 2916596-2023-08918 (system controller)

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.